Manufacturer narrative:
Correction to blocks b5, d4, h6.

Event description:
It was reported that the patient was experiencing severe pain at the implantable pulse generator (ipg) site, which was also painful when charging. It was noted that the ipg was somewhat loose in the pocket and protruding and was difficult to charge. The patient had multiple scar infiltrations and was given topical lidocaine. The physician advised the patient to take aleve and tylenol as short-term medication. Additionally, the patient was prescribed robaxin for acute muscle spasms. Additional information was received that the patient underwent a procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing severe pain at the implantable pulse generator (ipg) site, which was also painful when charging. It was noted that the ipg was somewhat loose in the pocket and protruding. The patient had multiple scar infiltrations and was given topical lidocaine. The physician advised the patient to take aleve and tylenol as short-term medication. Additionally, the patient was prescribed robaxin for acute muscle spasms. Additional information was received that the patient underwent a procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing severe pain at the implantable pulse generator (ipg) site, which was also painful when charging. It was noted that the ipg was somewhat loose in the pocket and protruding. The patient had multiple scar infiltrations and was given topical lidocaine. The physician advised the patient to take aleve and tylenol as short-term medication. Additionally, the patient was prescribed robaxin for acute muscle spasms.